Manufacturer narrative:
The reported complaint was confirmed by laboratory evaluation and log analysis. During the laboratory evaluation, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system-1 simulator and central control monitor (ccm), attached oxygen and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute oxygen (o2) sensor warm-up period. Calibration could not be initiated after the warm-up period because the calibrate button on the ccm stayed greyed out. The pst temporarily replaced the application board with a lab-tested application board but the calibrate button on the ccm was still greyed out after the 15 minute warm-up. The pst measured the output voltage of the pressure transducers and found that there was no output from the oxygen pressure transducer. The pst measured the cable between the pressure transducer and the application board and the cable measured normal continuity. As per log analysis, on (B)(6) 2015 when the system was powered up, the epgs reported the o2 pressure low (0 psi is reported). This would cause the epgs calibrate button to be grayed out preventing calibration. If flow is increased, it will cause a "low oxygen pressure alarm". This normally occurs when the oxygen supply gas is turned off or disconnected. It's possible the pressure detection is not working properly. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) found that the calibration of the epgs was not available because the central control monitor (ccm) was showing "low oxygen supply pressure". The fsr verified that the appropriate oxygen pressure was reaching the epgs. The fsr removed the epgs and verified that the pressure sensor internal to the epgs was connected properly. The fsr determined that a new epgs was needed. The suspect epgs had been installed in (B)(6) 2015. The user facility¿s biomedical engineer (biomed), whom is trained by the manufacturer, installed and tested the new rebuilt epgs that was sent for replacement of the suspect epgs. The suspect device will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) failed to calibrate and displayed low oxygen supply pressure error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.